Event description:
The hcp reported that the pt was admitted to the hosp with lethargy and possible baclofen overdose. The pump has not been recently refilled or reprogrammed; a refill is due in a few weeks. The hcp reported that the pump was emptied of drug at the bedside and the pt appeared to wake up and improve without further treatment. The pump was interrogated and everything appeared to be functioning well. The pt was discharged 2 days later without sequela and was referred back to the managing hcp to have the pump refilled. The hcp reported that he did not remember what concentration of drug was in the pump.